Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the sample two creases were observed on the posterior view. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture (grade iii). Manufacturer¿s reference number. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year old african american female patient underwent a primary breast augmentation with mentor memorygel 425cc silicone breast implants which there was bilateral issue with capsular contracture baker grade iii after implantation. Doctors observed bilateral baker grade iii capsular contracture. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3504501bc, serial number (B)(4), and left replaced with catalog number 3504501bc, serial number (B)(4) on (B)(6) 2019. This report is for the left side.